Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2019-05950 for the associated device information. It was reported to boston scientific corporation that a 10mm round cold snare was used in the colon during a colonoscopy with polypectomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the snare failed to cut the <0.05mm target polyp when closed and it was noted that a thin long metal piece was visible when reopened. Reportedly, the snare loop was still intact but there was an additional wire that was stuck out after it was reopened. A second cold snare was used, however, it encountered the same issue. The procedure was completed with a third cold snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.